Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Thrombosis (blood clot) occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent thrombus formation. Even with the administration of preventive medication, thrombosis can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 6 weeks postop, the patient presented with tibial and toe pain with bluish discoloration in the third toe of the right foot. A thrombus was identified and treated with anticoagulants. The thrombus resolved without further complication. Throughout one year of follow up, the patient was very satisfied and returned to normal recreational activity.

Manufacturer narrative:
(B)(4). D10: cat# 010000662 / g7 pps ltd acet shell 50d / lot #: 7271006. Cat #: 51-103110 / tprlc 133 t1 pps so 11x142mm / lot #: 7194648. Cat #: 30103204 / g7 vit e neutral lnr 32mm d / 65454328. G2: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient experienced a thrombosis approximately six weeks postop. Patient was treated with anticoagulant therapy and the event was resolved. Attempts have been made and no further information is available.